Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank display screen. Customer reported that screen went blank without any warning of low batteries as it usually did. After troubleshooting, display screen did not return. Customer was advised that battery cap would be replaced and to call when in receipt of battery cap and new batteries are replaced.